Event description:
It was reported that the target lesion was located in the mid left circumflex (lcx) with 90% stenosis. Non-abbott guide wires were advanced to access the lesion and pre-dilatation was performed with a non-abbott 2.0 x 20 mm balloon. Then the multi-link 8 2.5 x 23 mm stent was advanced; however resistance was encountered with the non-abbott guide liner. The device was able to be advanced into the anatomy, however, it did not cross the target lesion. During retraction of the device, resistance was encountered with the guide liner. Outside the anatomy, the proximal edge of the stent was noted to be flared. Pre-dilatation of the lesion was again performed with the same non-abbott 2.0 x 20 mm balloon. A new multi-link 8 stent of the same size was implanted successfully. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: runthrough floppy; other: guideliner 5.5f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.